Manufacturer narrative:
Correction: section b5 - the explanation for rv as "right ventricular (rv)" should have been included.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the right ventricular (rv) lead was unable to be implanted. This rv lead was not used, and the physician completed the procedure using a different rv lead. There were no patient consequences reported. New information received noted that the physician found the rv lead to be rigid.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the rv lead was unable to be implanted. This rv lead was not used, and the physician completed the procedure using a different rv lead. There were no patient consequences reported.